Event description:
It was reported that this previously capped right atrial (ra) lead was part of the system revision due to infection. There were no additional adverse patient effects reported. The previously capped ra lead was explanted.